Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus italia the following was confirmed; the camera cable of the device was twisted and the inside of the cable was cut. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
When the device was connected to the video processor, the endoscopic image disappeared and the visual field was lost. There was no report of patient injury associated with this event.